Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37, 40, to 54 mg/dl at the time of the incident. The customer was at 185 mg/dl at the time of the call. The customer was given juice, glucose gel, food, glucose tablets, and a glucagon shot to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.